Event description:
Patient in for a laparoscopic cholecystectomy. The surgeon used ethicon ligaclip 10 m/l. The first two clips fired and were too loose. The third clip would not fire at all. Another device was opened, and the vessel was reclipped with the new device without any problems. Surgeon reports no harm to patient. Representative was notified.